Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she received a low battery alarm, a few hours after she inserted a new battery. Customer's blood glucose level was 400 mg/dl. She treated her high blood glucose with the insulin pump. The customer changed her site and it was hard. The device was not returned.